Event description:
A report received from the USA stated an ht70 plus ventilator experienced a frozen display following the initial boot-up. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient injury. The date of the event is unknown.

Manufacturer narrative:
The returned ventilator was inspected at the manufacture service center. The reported event could not be duplicated. The coin cell battery was replaced as a precaution. (B)(4).